Event description:
A report was received that the patient had a suspected infection at the lead incision site. The symptoms were redness and fever. The patient was given antibiotics. The infection has cleared and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-3138-25, serial: (B)(4), description: scs phiii ext 25cm. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.